Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side "implant had a tear, nipple had flattened and breast was hurting." Patient also reported "years of chronic fatigue, joint complaints, rheumatism, dizziness, headache shortness of breath"; these events are not device related. Device was explanted.